Manufacturer narrative:
Findings: pump was received with an error alarm after battery change due to broken solder joint of on interphase board. Unit had intermittent button response due to corroded keypad traces. Pump had an alarm during self test due to faulty on interphase board. No error alarm during testing noted. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 140 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.